Manufacturer narrative:
(B)(4) guidewire distal tip unraveled exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02557 for the other associated device information. It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip of both guidewires unravelled exposing the tip of the metal corewires. It is unknown as to how the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.